Event description:
Physician reported "encapsulated and very tarnished", and grade IV for baker grade" this record relates to the right side. A total capsulectomy was performed. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Codes: f2201, f2303. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade IV.